Manufacturer narrative:
Upon receipt, the lead was found cut into two pieces. Both parts were received for analysis, only the is-1 connector pin was not returned. The performance of the lead fragments was scrutinized. Several signs of abrasion were observed along the lead body. In the area of the tricuspid valve the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformation of the proximal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead, until recently, has shown clean iegms on both the far-field and rv channels. The patient received inappropriate shocks due to noise on the ff and rv channels. Both were explanted and replaced.